Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2008, a 21 mm trifecta valve was implanted. On (B)(6) 2016 during a follow-up consultation, the patient complained of increased shortness of breath and angina. An echocardiogram showed severe (4+) aortic valve regurgitation and dilated left ventricle. On (B)(6) 2016, the valve was explanted and replaced with a 23 mm perimount valve without complication. The patient is reported to be stable. (Clinical study patient ID: (B)(6))